Event description:
Sales rep reported revision surgery. Patient has been revised to address pain and cup loosening. Update rec'd (B)(6) 2014 - litigation papers received. Litigation alleges metallosis. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2014 - medical records received. Dob provided. Patient was revised to address discomfort and elevated metal ion levels. Upon revision, cloudy murky fluid, putty like and thick fibrous synovial tissue, and very little bony ingrowth on the acetabular cup were noted. The stem and sleeve are being reported for elevated metal ion levels. The stem remained in situ. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).